Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. In addition, the battery gauge was fluctuating. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different cable and a computer usb port. Customer¿s blood glucose value was 121 mg/dl.